Event description:
Event description guidant received information that this cardiac resynchronization therapy (crt-d) defibrillator displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.